Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. It was also reported that air bubbles were observed within the cartridge tubing. There was no adverse impact to the customer¿s blood glucose level. Customer primed the tubing to address the issue.